Event description:
It was reported that the patient presented with pre-syncope. There was a sudden loss of capture, sensing and infinitely high impedance on the lead. A lead fracture was suspected. Emergency electrocardiogram (ECG) showed slow heart beat with uncaptured pacing spikes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.